Event description:
The recommended device size was ordered for treatment of the aneurysm. The main body graft was deployed below the lowest renal artery. The contralateral iliac leg graft was noted to be too long for placement in the common iliac without occluding the internal iliac artery. To ensure patency of the vessel, the leg graft was deployed within the limb of the main body with one stent above the bifurcation of the main body graft. An iliac extension was deployed within the ipsilateral limb of the main body graft with one full stent extending above the bifurcation in order to prevent occlusion of the ipsilateral side due to the position of the contralateral iliac leg graft within the main body. The iliac leg graft was then overlapped one and a half stents with the iliac leg extension in order to land the distal portion of the graft at the desired landing zone. Although the flow through the limb was slightly diminished, due to the overlap of the grafts within the limb of the main body, good flow was still viewed during the post angiogram. Final angiogram did not visualize the presence of any endoleak.